Event description:
This 36 yr old female underwent bilateral augmentation mammoplasty with inflatable saline implants on 11/19/94. At that point the implants were inflated to 540 cc on either side and the filling valves sutured to the dermis of the axillary skin. Since that time, the pt has had numerous episodes of seroma, has developed quite tight capsules on either side and the filling valves have retracted into the pockets. Pt desires new set of prosthesis with reduction in size. The right saline prosthesis was drained of 500 cc in the or, the left was perforated during the removal of the capsule, thus was partially deflated upon gross exam.